Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015: product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated the patient was scheduled to see the neurologist next month and stated one device seemed to be depleting quickly. The caller stated the hcp informed them that once the device hit 3.65 v the patient would need to have surgery to get it replaced. The caller stated the patient was currently at 2.68v. The caller also mentioned that one side of the patient¿s tremors were more apparent than the other. The caller stated that was a result of the patient¿s condition prior to having the implant and having the device had not impacted or changed that. The caller inquired if there was a way to tell how much longer the patient would have until the device needed to be replaced, and if the entire system needed to be removed or just the ins. The information was reviewed. There were no further complications reported.